Event description:
A malfunction on a customer's pump was reported. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed shipping details, and instructed the customer on necessary steps such as returning the faulty pump, programming the new pump settings, and connecting their cgm to the replacement pump. The customer agreed to these instructions and awaited the pump with updated software.